Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd connecta¿ plus 3 had leakage issues. The following information was provided by the initial reporter, translated from chinese: "when the operating room nurse used the tee, it was found that the joint of the tee was leaking fluid."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd connecta¿ plus 3 had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "when the operating room nurse used the tee, it was found that the joint of the tee was leaking fluid."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd connecta¿ plus 3 had leakage issues. The following information was provided by the initial reporter, translated from chinese: "when the operating room nurse used the tee, it was found that the joint of the tee was leaking fluid."